Event description:
A (B) (6) male pt contacted lifecor customer support to report that the response buttons had fallen off. He stated that the monitor would start up, but he could not get past the activation alarms. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor's response buttons had the center of the covers torn out of both response buttons. This dome switch layer was also missing. The dome mylar layers were probably peeled which caused the dome to fall off. The root cause of the damage is due to physical abuse by the pt forcibly removing the rubber cap center. The response buttons were replaced. The monitor was repaired, retested, and restocked. No adverse event resulted from the response button problem. The pt received a replacement monitor.